Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips (lp1, 5, 6, 8) and juvéderm voluma with lidocaine in the chin (c1, 2, 6) as part of training with an allergan trainer. There were no concerns. Later that evening, the patient developed significant pain and swelling in the chin. The patient had an infection with symptoms that included fever, swelling, heat and pain. There was major bruising and swelling, heat, and redness were coming from the chin area where the juvéderm voluma with lidocaine was injected. There is slight bruising on the lips where juvéderm volift with lidocaine was injected but it was considered normal and not related to the infection. Patient was prescribed with antibiotics by a doctor 2 days after the injection. The infection cleared up 2 days later, but the patient still has bruising and is fading.